Event description:
It was reported that "blood leakage was observed into the contamination shield and from the 3-way stopcock attached to the side arm during use. The introducer was inserted on the day of cardiac surgery and used in conjunction with cco catheter 774hf75. Blood was noted in the contamination shield during surgery. The customer checked around the hemostasis valve and blood leakage was observed. Blood leakage was also observed from the stopcock attached to the side arm at the same time, although the stopcock was at the closed position." The customer commented that they had inserted the devices properly. There were no patient complications reported.

Manufacturer narrative:
Although it was not possible to determine if this unit was manufactured before or after corrective actions were implemented in the manufacturing process, an awareness training was provided to the manufacturing personnel.

Manufacturer narrative:
One hemostasis-type introducer with one 774hf75 catheter and contamination shield was returned for evaluation. No visible damage to the introducer or catheter was noted although a large amount of dried blood was observed inside the contamination shield. A visual examination was performed on the introducer and valve housing. The wiper gasket was found to be misaligned inside the housing. The wiper gasket was also found to be torn and punctured. This condition will allow leakage with a catheter inserted. The misaligned wiper gasket will also allow leakage due to the center hole not being centered in the valve. The duckbill valve was found to be in good condition and will not leak if a catheter is not inserted. No damage to the sidearm or stopcock was observed. The returned catheter was also examined and found to be in good condition. Visual examination was performed with the unaided eyes. The customer complaint was confirmed to be related to the manufacturing process. A lot number was not provided; therefore, a device history record review could not be performed. Actions were previously taken to address complaints of this type; however, without a lot number it is not possible to determine if this unit was manufactured before or after the actions were implemented. No actions will be taken at this time but complaints of this type will continue to be monitored.